Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(4), was received at acist for evaluation on february 16, 2021. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Based on the testing and evaluation of the cvi injection system, there was no evidence of device malfunction related to this event. The consumables used during the event were discarded and the lot numbers are unknown. The acist medical advisory board member's assessment is as follows: the report and the images are consistent in describing and showing an air injection into the left coronary circulation on the first angio of the left coronaries. Although the images do not include evidence of the air injection, the first left-sided image is consistent with a significant amount of air having been injected just prior to this first recorded image. The subsequent images demonstrates incremental improvement of flow, with normal appearing coronary flow on the fifth image following the first one that demonstrates the occlusion. Subsequent images are unremarkable. The timing of this air injection is most commonly caused by inadequate aspiration of air from the catheter prior to the injection by the operator. Acist recommends an inservice training with the customer be completed, but the customer has not yet scheduled this training. This report is considered closed.

Event description:
During an angiogram of coronary angioplasty of a patient's left anterior descending artery (lad) for anterior-posterior symptoms, there was an accrual of air in both main coronary branches. The patient experienced chest pain and recovered the same day.